Manufacturer narrative:
A partial lead with the connector pin measuring 23.1cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that via remote transmission, an alert for high, out of range hv lead impedance was observed. Lead was capped and replaced. Patients condition was stable after the procedure.